Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
After inserted, realized that the string was missing entirely [device breakage]. Case narrative: consumer reported via email that the tampon string was missing and possibly ripped off. No injury was reported.